Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2020 and suture was used. When the doctor used the suture during surgery, the suture was broken easily. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/24/2020. Additional information: a manufacturing record evaluation was performed for the finished device lot pem605, and no non-conformances were identified. Additional h3 investigation summary: it was received for analysis an empty opened overwrap of product code w2881, lot pem605. The failed sample was not returned for evaluation. As no sample was returned for evaluation, we are unable to investigate further. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.